Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as contributory as the iob feature had not been turned on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient reports that he has noticed since his iob is not showing up. In response, he has been getting lows of about 32mg/dl to highs of 400mg/dl. Symptoms only during lows of shaky and sweaty. The highs are as a result of fear that he will drop and thus under bolusing. Bg of 400mg/dl, patient bolused; bg of 32mg/dl patient ate carbohydrates. Customer technical support (cts) reviewed with patient and found no defect with the pump, but found that the iob feature was not turned on. Cts instructed patient to turn on iob and educated patient on use of feature. The patient remains on pump therapy. This complaint is being reported because the use error contributed to the patient experiencing hypoglycemia.